Manufacturer narrative:
Product evaluation: the product was not returned. The provided photos were reviewed by gqca: four color photographs were provided. Three were clinical photos representing a multifocal iol; two with dilated pupil and one with a non-dilated pupil. The clinical images demonstrate diffuse, dull-white, anterior iol surface anomalies. In several locations, the diffraction rings appear rough and obscured. Product history records were reviewed and documentation indicated the product met release criteria. Root cause: the product investigation could not identify a root cause for the reported complaint. Based on the images reviewed, the cause is inconclusive. Possible causes include, but are not limited to, inflammatory debris deposition, glistenings, and subsurface nanoglistenings. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, glistenings were observed on the lens. There was no reported patient harm. Additional information received states that experienced worsening visual acuity about ten months after the initial procedure. The patient was seen in follow up to schedule second eye surgery but noted blurry vision. It was also noted that the patient's glistenings are causing a significant impairment causing no area of transparency. The patient is unable to go out at night due to low visual acuity.